Event description:
Patient to or to have endometrial ablation due to menorrhagia. Circulating rn reported ob gyn md had trouble getting the novasure ablation tool to form a complete seal around the cervix; therefore it would not pass the cavity assessment test and the tool was not set to the ablation mode. The surgeon then called for a new novasure tool of same type and the second instrument would not form a seal either. The procedure was aborted at this point. To note, it was explained to our office it is possible the patients anatomy may have affected the outcome. Also, this was the first time that this ob gyn had used this tool; therefore difficulty in troubleshooting issues with the equipment may have contributed. Patient was sent to recovery room and new plan of care will be devised by patient and md.====================== manufacturer response for novasure impedance control endometrial ablation device with suresound uterine sound, novasure======================rep was made aware by or staff.